Manufacturer narrative:
All of the buttons are functioning properly during our testing however, moisture damage was found on the keypad traces during our visual inspection. No button error alarm during out testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer's mother stated that the pump alarmed button error while giving a bolus. The customer's mother stated that her daughter may have been lying on the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.